Event description:
The user facility reported that the surgical table would not lock during a patient procedure, specifically one of the table legs would not lock. The patient was transferred to another table and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the table and found the hydraulic cylinder for the floor locks was locking intermittently when weight was applied to the table. The technician replaced the floor lock cylinder (#2, #3) and wiring assembly. He tested the table, confirmed it was operating to specification and returned it to service. No further issues have been reported with the equipment. The table is approximately (B)(6) and is not under steris service contract; the table is maintained and serviced by a 3rd party. The equipment operator manual states: "warning- tipping hazard: do not place patient on the table unless floor locks are engaged." The equipment preventive maintenance (pm) schedule states: "3.3 check floor lock system; have qualified service technician adjust if needed." Steris has advised the customer of the importance of following the equipment pm schedule.